Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of broken tip. The instrument was found to have a broken overmold at the most distal tip. A piece approximately 0.043" x 0.099" was found to be broken off the tip of the instrument. The broken piece was returned. The instrument was installed on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Review of the logs did not record any failures related to the reported instrument.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy the customer had issues with the fragment from the vessel sealer extend falling inside the patient. The fragment was retrieved and procedure was completed. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the fragments were retrieved manually by the surgeon. All fragments were retrieved. No additional intervention was performed to remove the instrument. Surgeon is unsure of what caused the fragment issue. Instrument was in use for some time prior to the fragment issue. Customer could not confirm instrument was inspected prior to use. Instrument was in use on patient's tissue. There was no abnormal issues with the instrument noted. The instrument was not removed prior to the fragment issue. The wrist was straightened, there was no resistance during removal, and no damage to the cannula. There was no patient harm. No harm to the patient's tissue. No post-op complications, and no videos or images were available.